Event description:
This case was reported by a consumer and described the occurrence of gagging in a (B) (6) female patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced gagging and choking. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were resolved. Super poligrip is manufactured in (B) (4), (B) (4), and neither the product nor lot number for this product is available. (B) (4).